Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump just shuts off untouched with error message of battery operation may not be available. The event happened in biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported symptoms, install battery alert; device will not charge battery, were reproduced during evaluation. The evaluator determined that the cause was corrosion on the battery contacts. The customer was sent a replacement device. Should additional relevant information become available, a supplemental report will be submitted.